Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct catalog number is 90430, not 90215 as previously reported.this report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown whether there are plans to reimplant the patient as of the date of this report, (B)(4), 2010.